Manufacturer narrative:
Follow-up #1 date of submission 10/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2015 with the following findings: a review of the black box data showed call service (064) alarms. The pump was able to successfully complete the rewind, load, and prime steps. The pump was exercised for 24 hours with no call service alarms. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that their pump was emitting a call service 064 alarm that was preventing them from priming the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.